Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated insulin pump did not seem to deliver the insulin. Customer alleged under delivery because they had high blood glucose and blood glucose did not came down. The blood glucose reported at the time of incident was 349 mg/dl and customer used manual injection/insulin pen to control the high readings. Customer also reported receiving insulin flow blocked alarm and no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.